Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that distal embolization is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a lesion in the mid to distal superficial femoral artery (sfa). After atherectomy, angiographic imaging revealed distal embolization from debris. The patient was discharged home the next day.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11 correction: added 3160 to h6e csi ID: (B)(4).

Event description:
Additional information was received from the clinical event committee (cec). The cec reviewed procedural images and concluded that the diamondback 360 peripheral orbital atherectomy device contributed to distal embolization and distal injection suggests medical or surgical intervention for distal embolization although not imaged. No further information is available.

Manufacturer narrative:
. (B)(4).